Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address recurring dislocation. Doi: (B)(6) 2015, dor: (B)(6) 2020, right side.